Event description:
It was reported that during the insertion and manipulation of the catheter, the catheter [mount] broke. No patient injury or harm re ported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the insertion and manipulation of the catheter, the catheter [mount] broke. No patient injury or harm re ported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The actual device, along with a representative sample, were returned for evaluation. A visual exam was conducted and it was observed that the tubing was torn on the actual sample. No issues were found with the returned representative sample. A device history record review was performed and no relevant findings were identified. The complaint was confirmed. A CAPA was opened to address this issue.